Event description:
The pt reported that he activated the pod at 7:47 am on (B)(6). His blood glucose measured 258 mg/dl at 1:57 pm and 239 mg/dl at 4:06 pm. No carbohydrate intake or insulin boluses were recorded on that day. No bg results, carbohydrates or insulin boluses were recorded at all for (B)(6). A low reservoir alert was recorded on (B)(6) at 1:55 pm. At 5:27 pm the pt ate 41 grams of carbohydrate and took a meal bolus of 10.25 units. The pod was deactivated at 10:42 pm and discarded. He activated a new pod and went to the emergency room at 11 pm where he was admitted in diabetic ketoacidosis.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decrease, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod" and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." It also warns "if you are unable to use the omnipod insulin management system according to instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the omnipod."